Event description:
The customer reported a communication failure message. The fe confirmed the system locked up when this occurred. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gib board was evaluated and reseated. The system was tested and found to be working as intended and returned to service.